Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. This event has been attributed to use error (the incorrect date was set on the pump).of the device.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: the black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. Review of the available black box and alarm history shows no eaw¿s related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A delivery accuracy test was performed; pump passed and was found to be delivering within the required specifications. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient is in the emergency room and is being released. The patient¿s blood glucose read high on the meter with ketones and nausea. The emergency room doctor insisted is it the pump. The reporter stated it is not the pump. The reporter stated that there are no site issues. There are no leaks or bubbles. Customer support (cs) reviewed the pump and the time is correct and the date was ahead. The reporter stated that as far as they know the pump has been saving time and date. This report is being made due to the hyperglycemic event the patient experienced due to incorrect date.